Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device alarmed compromise force sensor system. In addition, customer noted the insulin was squirting out during the manual prime process. The customer stated the drive support cap is protruded. The customer was advised the device will be replaced and revert to back up plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.